Manufacturer narrative:
Upon unitial eval of the event, it appears that the device might have been used in a manner inconsistent with product labeling. The product component that is the subject of this report is labeled for 6-hour use (maximum), however, it appears that the device may have been in use for a period of time substantially longer than 6 hours. Further investigation by terumo will ascertain the specific details of the event, and will be reported in a follow-up MDR report. All info included in this report will be maintained by terumo cardiovascular systems for tracking, trending and analysis.

Event description:
The user facility reported that the centrifugal pump (included in the cardiovascular convenience kit 70921-01) ceased to pump blood through the circuit during an ECMO event, thereby requiring a change out of the device. No pt injury was reported.